Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the prograsp forceps instrument was not articulating in the desired direction. The procedure was converted to another dv system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was found to have all 3 clamping pulleys cracked at the proximal end. The housing was removed, and the clamping pulleys were found cracked, likely caused by the loose grip cable on the distal end. Additional observation related to customer reported complaint: the instrument was found to have a loose grip cable at the distal end. The common causes of the failure mode loose instrument grip cables are attributed to a component failure resulting in a loss of cable tension. A cracked clamping pulley can cause the cable to become dislodged at the proximal end. Additional observation not reported by site: the instrument was found to have dried residue around the clamping pulley cable groove.